Event description:
A 66-year-old male with acute myocardial infarction and cardiogenic shock (scai stage d) underwent impella cp support via right femoral percutaneous arterial access. The device initially functioned as intended at p-6 providing approximately 3.0 l/min of flow with d5w sodium bicarbonate purge solution. During support, the pump was repeatedly noted to be positioned against the mitral apparatus, including chordae and/or papillary muscle, resulting in low flow while in auto mode despite imaging confirmation and multiple repositioning attempts. Repositioning efforts were unsuccessful in achieving and maintaining appropriate pump position, and the device remained in suboptimal position. As a result, the first impella cp was explanted approximately two hours after implant and replaced with a second impella cp, which remained on support with no reported complaint at the time of reporting. The event was attributed to persistent positional interaction with the mitral apparatus resulting in inadequate flow that could not be resolved with repositioning, necessitating device exchange.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.